Event description:
It was alleged that the unit shorts out and there is no input into the monitor. It was reported by sales representative that the hospital feels if this were to reoccure it may be likely to contribute to an injury. The case was completed with no injury to the pt.